Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. There was no image present due to a faulty computer programming board. Additionally, the digital display board, rear panel, and led unit all had visible corrosion present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer noted that the front panel on their visera elite ii video system center was not functioning properly during device pre-checks. According to the initial reporter, there was no image present. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the failed circuit board could not be identified. Olympus will continue to monitor field performance for this device.